Event description:
It was reported to boston scientific corporation that an initial g tube was being used in conjunction with a two port through the peg jejunal feeding tube (j-tube) for the purpose of administering medication for the advance stage parkinson's disease the device was place on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the peg tube broke during enteral nutrition (pump administration). The peg tube became swollen, like a balloon, and then it broke. It is not known what caused the peg tube to become swollen. The procedure was completed with a new initial g tube. This device was placed on (B)(6) 2010. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - exchange of peg. (B)(4) - the reported event of peg tube broke. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).